Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 520 mg/dl. The customer¿s current blood glucose value was 439 mg/dl. The customer did experience symptoms of high blood glucose value such as nausea. The customer treated high blood glucose with insulin pump. The auto mode feature was not active at the time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis. Frn-mmt-332a-rsvr, unomed set.